Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, lump/nodule, and anxiety product/procedure.

Event description:
Patient reported for right side "right prosthesis had a cyst close to the armpit twice and there was a need for biopsy and drainage." Patient reported "enlargement of the breast", "as if there was fluid around the implant" , "lymphatic cyst" and "pain." The device remains implanted. Healthcare professional reported "elongated cystic image in the midline of the right axillary region", "breast pain with right axillary lymph node enlargement ", "liquid collection in the axillary region", "hypodense nodular image was observed in a topography corresponding to the echographic study", "suspected of having bia-alcl, immunohistochemistry exam not yet done".